Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, end-side point of cartridge's staples were not made completed b-shape but it opened at all. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a98n. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage, and with one reload present. The reload was received fully fired. The device was tested for functionality in the two (green & blue) staple height selector positions with a test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Photo evaluation summary: upon visual inspection of photo, the following was observed: the photo shows tissue piece from top view and several staple legs can be seen no properly formed protruding of tissue. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined.